Manufacturer narrative:
Product ID 8709, lot# j11148r14, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported catheter migration/dislodgement occurred. The patient was reported to have gone through withdrawal "last week - started (B)(6)". The patient was sweating "really bad" and increased pain was reported. The patient presented to the hospital and was "worked up medically" at which time they found his pump to be "disconnected". During the revision, it was reported the treating health care provider (hcp) found the catheter was out of the intrathecal space and the whole catheter was replaced. The pump was also replaced as it was nearing its elective replacement indicator (eri) and hcp chose to replace it all at once. The device system was used to administer infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had additional symptoms of nausea, vomiting and delirium. The catheter had a break/tear/hole. On (B)(6) 2013, an x-ray was done; the results were not reported. On (B)(6) 2013, a dose adjustment was done. The patient was hospitalized. The patient recovered without sequela.